Event description:
It was reported to hill-rom that during transfer of a patient from bed to wheelchair, the sling strap detached from the sling bar and the patient fell to the floor. Patient was not injured but did have x-rays done. Reference MFR report 8030916-2014-00019.